Manufacturer narrative:
The field service engineer (fse) conducted a site visit and confirmed the reported event by observing the b/f #1 wash probe. The fse was unable to reproduce the problem due to not being able to mount the b/f #1 probe. The fse found a missing screw and replaced it with a new screw and washers. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to failure of b/f washer.

Event description:
The customer reported that the b/f wash probe mounting screw had fallen off. The operator cannot see the screw; however, it is inside the aia-900 analyzer somewhere. A field service engineer was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.